Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, decreased impedance and a loss of capture on the left ventricular (lv) lead was noted. Diagnostic imaging confirmed lv lead dislodgement. Reprogramming was performed and the rv lead was explanted and a new lead was implanted. The patient was in stable condition.